Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, and excessive no delivery test. There was no motor error alarm noted during bolus/basal delivery. The motor was tested outside of the device and passed. The unit had cracked reservoir tube lip, scratched lcd window, cracked case at display window corner and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
No blood glucose levels reported. The customer reported a motor error alarm from the insulin pump during basal. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.